Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 06/05/2026, at approximately 2:00 pm, the patient reported experiencing a seizure while the cgm was displaying a "low" glucose reading. No fingerstick blood glucose (fsbg) measurement was obtained by the patient prior to the event. The patient's wife contacted emergency medical services (ems), which arrived at approximately 2:05 pm. Ems performed an fsbg measurement; however, the patient was unable to recall the result and reported having limited memory of the event. The patient was also unable to recall the cgm values at that time. The patient did not recall receiving any medications or insulin from ems or during the hospitalization. The patient arrived at the hospital at approximately 4:00 pm and reported that seizure activity was still occurring upon arrival. The patient was unable to recall whether additional fsbg measurements were obtained or whether any medications were administered during hospitalization. The patient remained hospitalized for approximately two days for observation and monitoring and was discharged on (B)(6) 2026 at approximately 4:00 pm. Upon discharge, the patient reported feeling improved, denied any injuries or additional seizure activity, and did not recall being prescribed any medications. It was noted that the patient was using an omnipod 5 insulin pump at the time of the event. At the time of reporting, the patient described his condition as "fine." No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.